Event description:
The customer reported that the system was intermittently shutting down and rebooting itself without command. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board power supply voltage was adjusted. The system was then found to be operating as intended.